Event description:
Information received with return of the explanted device notes that the patient had twiddler's syndrome causing the leads to dislodge.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received